Manufacturer narrative:
G4: premarket / 510(k) #: k170636. Device evaluated by MFR: the product was returned to boston scientific for analysis. Visual inspection revealed that the polymer jacket at the distal tip was detached/peeled, bent and stretched.

Event description:
It was reported that a detachment occurred requiring additional intervention. The target lesion was located in the mildly tortuous and non calcified cerebral artery. A 180x25cm fathom -16 guidewire was selected for an intra arterial thrombectomy procedure for treatment of a stroke. The guidewire was manipulated to enter the vessel and suddenly the distal 10cm of the tip broke and detached prior to reaching the target vessel. The broken part was successfully removed from the patient, in one piece, using a snare. The procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that a detachment occurred requiring additional intervention. The target lesion was located in the mildly tortuous and non calcified cerebral artery. A 180x25cm fathom 16 guidewire was selected for an intra arterial thrombectomy procedure for treatment of a stroke. The guidewire was manipulated to enter the vessel and suddenly the distal 10cm of the tip broke and detached prior to reaching the target vessel. The broken part was successfully removed from the patient, in one piece, using a snare. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
G4: premarket / 510(k) #: k170636.